Event description:
It was reported that the handpiece begins to overheat as soon as the customer begins using it. This did not occur during any specific surgical/medical procedure. There was no affect on any pt or any clinically relevant delay in a procedure.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the spindle housing assembly, which was very loud. The driveshaft, bearings, and spindle housing were each replaced. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.